Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Returned product consisted of a renegade hi flo microcatheter and the guide wire. The devices were bloody. Analysis of the guide wire, tip, inner/outer shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed the black coating (of wire) was separated 4mm and 12mm from the tip. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the coating peeled off. The target lesion area was located in the left gastric artery. A 135/20 renegade hi flo kit was selected for use. During the procedure, the microcatheter was advanced into the patient's body, it was noted that the coating of the supporting guidewire peeled off and could not be used. No peeled components were left inside the patient. The procedure was completed with another of same device. No patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the coating peeled off. The target lesion area was located in the left gastric artery. A 135/20 renegade hi flo kit was selected for use. During the procedure, the microcatheter was advanced into the patient's body, it was noted that the coating of the supporting guidewire peeled off and could not be used. No peeled components were left inside the patient. The procedure was completed with another of same device. No patient complications reported and the patient was stable post procedure.